Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that customer received a compromised forced sensor alarm. It was reported that insulin "squirt" out when attempted to prime. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.